Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: concurrent procedures included abdominal hysterectomy, abdominal sacral colpopexy, paravaginal repair, burch cystourethropexy, posterior repair, sphincteroplasty. The patient underwent removal of exposed mesh from the vaginal vault by the implanting surgeon on (B)(6) 2005. (B)(4) - mesh exposure.

Manufacturer narrative:
(B)(4): it was reported that following insertion, the patient experienced pain, erosion, recurrence, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.